Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Received one set of connector and catheter connected to filter, and a pump made by other company. The cover of connector was locked. Visual inspection of connector. No abnormality was identified on catheter or connector. Dimension check. The length of catheter was 1022 mm, which satisfies spec of 990-1070 mm. The outer diameter of catheter tip was 0.8434 mm, satisfies spec of 0.84-0.91 mm. Functional test. Tensile test with returned connector and catheter was conducted. The measured tensile strength was 12.9 n which satisfies spec of > 11 n. When catheter was inserted to the connector, catheter was smoothly inserted up to the target position, and the cover of connector was locked securely. The insertion depth is confirmed to satisfy specified standard . The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): catheter detached from connector.